Manufacturer narrative:
It is not possible to conclude the cause of the reported product problem. Product lot number is unknown and product was not returned for evaluation. Instructions for use for laryngeal mask state: "contents sterile unless packaging is damaged or opened. Pre-check: visual inspection and air leak test of the device." If these instructions were followed and a visual inspection of the devices was performed, it is concluded that the product problem would have been identified before use.

Event description:
During use and before removal of the laryngeal mask, the user suctioned the oropharynx. A piece of plastic came out during the suctioning. The plastic part is identified as a part of the cuff protector (part of the product packaging). The broken cuff protector was not identified by the user prior to use. After removal of the laryngeal mask, a laryngoscopy of the patient was performed with the conclusion that there were no signs of trauma or other foreign bodies present.